Manufacturer narrative:
Additional information: b5, h3, and h6. B5: it was reported that the transfer set had been in use for approximately 13 months at the time of the event. H10: the device was received for evaluation. The sample was returned wet with a minicap attached to the female connector. A visual inspection with the naked eye and magnification noted that the female connector was separated from the main body. The reported condition was verified. The cause of the condition was determined to be use error due to the product being used for more than the 6 month life span. The labeling for the device provides instructions to replace this set every six months or as specified by a physician. Characteristics of the set are not impacted by use up to six months but may be impacted by longer use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of a peritoneal dialysis (pd) transfer set. This issue was discovered while the transfer set was connected to the patient. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.